Event description:
Additional information received for mw5157787 on august 22 to change the name of the manufacturer.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements and undersensing. Additionally, noise was present on all channels, possibly from electromagnetic interference (emi). Boston scientific technical services (ts) was consulted and further evaluation of the ra lead was recommended due to this patient being pacing dependent. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).